Event description:
It was reported that during a surgery as the surgeon impacted the implant at l5-s1 the cage broke. No pieces of the implant remained in the pt and another one of the same was used to complete the case. No pt impact was reported and there was only an approximate 10 minute delay to the case.